Event description:
It was reported that this implantable pacemaker device exhibited atrial undersensing. Boston scientific technical services (ts) discussed that there is atrial undersensing occurring and suggested to reprogram the device sensitivity to be more sensitive. This pacemaker device remains in service. No adverse patient effects were reported.